Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t replacement was used during a replacement procedure. Procedure date is unknown however it as reported the device had been in place for approximately six months. According to the complainant, during the procedure when the physician attempted to remove the placed device the internal bolster detached inside the patient. The bolster was retrieved endoscopically. The procedure was completed with the new securi-t device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed the internal bolster was found to be separated from the device and the bolster was returned. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. The inner diameter of the bolster presented voids where material was attached to tubing. There were no voids or defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. It was noted that the condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. Bolster detachment most likely occurred due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. A device history record (DHR) review of lot number 16276768 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that a securi-t replacement was used during a replacement procedure. Procedure date is unknown; however, it as reported the device had been in place for approximately six months. According to the complainant, during the procedure when the physician attempted to remove the placed device the internal bolster detached inside the patient. The bolster was retrieved endoscopically. The procedure was completed with the new securi-t device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.